Manufacturer narrative:
It was reported that the patient's system was explanted on an unknown date for an unknown reason. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
Reference manufacturer numbers: 3006705815-2021-03999, 1627487-2021-16329. It was reported that the patient underwent surgical intervention on an unknown date for an unknown reason wherein the scs system was explanted. The patient did not recall ever having the system implanted. Further information is unavailable at this time. Since it is not known which device contributed to the issue, all possible devices are being reported on.